Manufacturer narrative:
(B)(4). Results: patient condition affected effectiveness of device (severe calcification). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Conclusion results: device failure/lack of effectiveness related to patient condition (severe calcification). Unable to confirm complaint (device not returned). Device not returned - no evaluation will be performed.

Event description:
A nc euphora balloon dilation catheter was being used to post dilate stents. The device was inspected prior to use with no issues noted. The stent in the lad was post dilated to 12 atms. The physician then post dilated a stent in the cx. The cx was reported to be severely calcified. The duration of the inflation was only a few seconds and it was then noticed that there was contract-medium in the balloon. There was no pressure increase and the physician indicated that the device may have been damaged after first use. There was a buckle of chalk in the area were the balloon burst. Another balloon (non medtronic) was used to complete the procedure. The device passed through previously deployed stents. Resistance was encountered when advancing the device but it is unknown if excessive force was used. There was no patient injury reported.

Manufacturer narrative:
Evaluation result: deformation problem (balloon). Related to operational context (root cause of the balloon burst is most likely procedural related - most likely that the balloon was damaged on a sickle of calcium or on the edge of the newly deployed stent as the balloon was being positioned on the proximal edge of the lesion). (B)(4).

Event description:
Device evaluation: the distal tip of the device was slightly damaged. Negative prep was performed on the device and a steady stream of bubbles was observed in the syringe, indicating the presence of a leak. A tear was observed in the proximal section of the balloon, during an attempt to inflate the balloon liquid was exiting the balloon at this point. Image review: review of the procedural images returned confirm the presence of severely calcified lesions in the lad and the lcx. Both lesions were pre-dilated and post stent deployment the proximal end of both stents were post dilated with the nc euphora balloon catheter. Balloon burst was confirmed during inflation of the nc euphora balloon on the proximal edge of the newly deployed stent in the lcx.